Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion is located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 28mm liberté stent delivery system was selected to treat the lesion. While the physician was attempting to cross the lesion and pushed it hard, the strut of the stent was damage. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a liberte stent delivery system (sds) with stent and a liberte shelf box and product pouch. The batch number on the returned packaging and device matched the reported batch number. The hub of the device and approximately 12cm of the hypotube were not returned for product analysis. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Magnified and visual inspection revealed no damage to the stent. There was a complete hypotube separation. The fracture face was oval shaped, as if kinked prior to separation. The returned portion of the device was 124cm in length. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion is located in the severely tortuous and severely calcified right coronary artery. A 3.50mm x 28mm liberté¿ stent delivery system was selected to treat the lesion. While the physician was attempting to cross the lesion and pushed it hard, the strut of the stent was damage. The procedure was completed with another of same device. No patient complications were reported and patient's status was stable.